Event description:
On (B)(6) 2009, the pt reported that about 3 weeks ago the piston rod of his insulin infusion device would not fully retract and his device then displayed an e10 (cartridge) error. He said he tapped his device on the table which resulted in the piston and rod fully retracting. The pt stated insulin leaked into the cartridge chamber because he did not securely tighten the luer lock. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.